Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported catheter fracture as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2020, a patient underwent a port placement procedure, using a powerport isp m.r.I. Implantable port catheter, via the right internal jugular vein, due to the need for long term IV therapy for migraines and agammaglobulinemia. About one year, two months and three days later, on (B)(6) 2021, the patient was diagnosed with extravasation of contrast, during a chest x ray. About three days later, on (B)(6) 2021, the catheter was allegedly fractured, which was confirmed via portogram. Subsequently two days later, on (B)(6) 2021, the port was removed. However, the current status of the patient remains unknown.